Event description:
It was reported that six days post implant the patient experienced slow atrial arrhythmia's with premature atrial beats. It was further reported that the right ventricular (rv) lead exhibited undersensing on electrograms (egm). The right atrial (ra) lead exhibited oversensing on some electrograms (egm) and far field r-wave (ffrw) oversensing. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.